Event description:
It was reported that the pt underwent a sling procedure in 2002. In 2003, the pt presented with stress urinary incontinence with normal urethral pressures. In 2004, during a burch & abdominal sacral colpopexy, a urethral erosion was noted on cystoscopy. Removal of the mesh and urethral reconstruction was performed.